Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's right ventricular assist device (rvad) was exchanged due to pump thrombosis. A new rvad was implanted (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump thrombosis could not be confirmed through this evaluation as no product or photos depicting the reported event were submitted for evaluation. Additionally, due to privacy laws restrictions the account was unable to provide any further information for as the customer will not share any kind of patient related information due. This includes all kind of data regarding the patient and his/her course of disease. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 07dec2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient's right ventricular assist device (rvad) showed a continuous increase in engine power (likely friction on impeller), and then a sudden increase in the magnetic bearing parameters (unbalance on the impeller), which indicated pump thrombosis. It was assumed that the pump had a thrombus passing through the pump two times due to an observed flow reduction, elevated motor noise, and elevated power consumption. The rvad was exchanged on 02jan2022 because of unclear system parameters, increasing hemolysis, and clinical signs of pump failure. Related manufacturer reference number: 2916596-2022-01491 & 2916596-2022-01540.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported pump thrombosis could not be confirmed through this evaluation as no product or photos depicting the reported event were submitted for evaluation. Additionally, due to privacy laws restrictions the account was unable to provide any further information for as the customer will not share any kind of patient related information due. This includes all kind of data regarding the patient and his/her course of disease. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 07dec2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.